Event description:
On (B)(6), 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter read inaccurately erratic. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient was unable to recall when the alleged meter inaccuracy began. The patient reported obtaining blood glucose readings with the subject meter that were "too high and too low"; exact readings were unable to be provided. The tests were performed within an unknown time of each other. During the follow-up call, the patient informed the csr that he manages his diabetes with a combination of oral medication (invokana 300mg once in the morning; metformin 500mg once in the evening; diamicron 30mg x 4 in the morning) and insulin (apidra three time a day, dose adjusted on a sliding scale based on blood glucose results). The patient stated he tests his blood glucose 3-4 times a day depending on how he is feeling and that his usual blood glucose range is between "10.0 to 18.0 mmol/l". During the follow-up call, the patient claimed he may have taken his usual dose or a slightly increased dose of oral medication shortly after obtaining the alleged inaccurate results; the patient confirmed he was not managing his diabetes with insulin at the time of the alleged issue. During the initial call, the patient reported developing symptoms of "dry mouth and runny nose" 30 minutes after obtaining the alleged inaccurate readings with the subject meter. During the follow-up call, the patient informed the csr that this was not an isolated incident but had occurred repeatedly over time. During the follow-up call, the patient stated that on one occasion one year prior to contacting lfs, he attended the emergency room (ER) in response to the symptoms where he was treated with IV insulin. The patient stated he may have been given other fluids intravenously but was unable to further clarify. The patient claimed his blood glucose was tested with a meter provided by the hospital (freestyle precision neo) but was unable to confirm the results obtained. The patient stated he was unsure what may have caused or contributed to the onset of the symptoms. At the time of troubleshooting, the csr confirmed that the same approved sample site was used for testing and that the test strips were in good condition. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for hyperglycemia by an hcp after obtaining alleged inaccurate results with the subject meter.